Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer during an attempted implant procedure. The device was attempted, but not implanted. Another device was successfully implanted. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer during an attempted implant procedure. The device was attempted, but not implanted. Another device was successfully implanted. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.